Manufacturer narrative:
A bayer service representative visited the site at which time the injector head was placed onto a pedestal mount which restored the injection system to normal operation. Based on the limited information, we are unable to determine the root cause of the alleged incident. Further investigation is ongoing. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The following information was received from a bayer representative: the overhead counterpoise system (ocs) broke at the level of the vertical support when the customer moved it away from the table at the end of a CT examination. The customer held onto the injector head with her hands while the injector head remained connected to the injector cable. There was no injury or adverse event reported.

Manufacturer narrative:
A system service check of the overhead counterpoise system (ocs) by bayer service confirmed that the upper flexure assembly and vertical arm support (vsa) had disengaged. The equipment was repaired and returned to normal operation. Product analysis received and examined the returned components. Visual examination determined that the vertical support arm (vsa) did not remain engaged to the system due to a failure of the glue joint between the spherical bushing and the upper flexure assembly. This allowed the vsa to disengage from the system.